Event description:
It was reported that this right atrial (ra) lead caused the patient to experience pain. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Noted electro-cautery damage in the outer insulation likely explant damage. Helix retracted. Noted dried blood/body fluid in helix housing. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were are intact. Hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities other than induced damage from normal use. Laboratory analysis was to confirm the reported allegation.